Manufacturer narrative:
Date of event: (B)(6). Date of report: 30aug2019. The manufacturer's field service engineer (fse) confirmed the reported issue. The manufacturer¿s field service engineer (fse) replaced the defective front bezel to address the reported problem. This MDR has been reassessed as reportable after a request from the FDA on march 1, 2019 to review complaints from 29 nov 2017 to 29 nov 2018. As this has been reassessed, it will appear to be a late MDR.

Event description:
The customer reported a nav-ring failure. It is unknown if the unit was in patient use at the time of the reported issue. No patient or user harm was reported.